Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a consumer who was implanted with a neurostimulator. It was reported that patient had sore, pain, burning and stings at implantable neurostimulator (ins) pocket when she moved. She experienced increase in frequency symptoms and had to go every 5-10 minutes. Patient stated it was really difficult to feel or even find the ins. Patient noticed that if she was to push on it, it would feel better. A poor communication on patient programmer (pp) was noted. Patient confirmed antenna secured and sync during the call but this did not resolve the issue. It was noticed that it did resolve for short period of time however later in the call, patient was not able to connect at all. Patient also reported she fell forward on knees and this occurred about 6 months ago. There were no further complications that have been reported as a result of this event. Patient stated she did not have a healthcare provider. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.